Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was implanted in a transgastric position during a cyst drainage procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. Reportedly, the implantation site was examined with eus doppler prior to deploying the stent. According to the complainant, during the procedure, the second flange was deployed in the scope; however, the physician had trouble releasing the second flange out from the scope. The stent was able to be fully deployed but in the wrong position. Reportedly, it was difficult to remove the delivery system which resulted to shearing and wire hanging out of the delivery system. The stent remained implanted to complete the procedure; however, the stent was removed on a later date. The patient experienced bleeding and hematoma. In the physician's assessment, there was relationship between the stent and the bleeding and hematoma. Reportedly, there were no interventions or treatments done to address the bleeding and hematoma. The patient's condition at the conclusion of the procedure was reported to be stable and the patient was reported to be fully recovered. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with the additional information received on september 19, 2020. Block d4, h4; the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Block h6: patient code 3191 captures the additional intervention to remove the stent in a follow up procedure. Problem code 3009 captures the reportable event of stent positioning issue. Problem code 1528 captures the reportable event of delivery system difficult to remove. Problem code 2907 captures the reportable event of tip and inner sheath detached. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. The delivery system was received in "position 4". Visual examination of the returned device found the outer sheath was kinked near the luer. The inner sheath and tip were detached and not returned. Functional evaluation was performed by unlocking the catheter, moving the catheter lock to the right and then moving the catheter control hub up and down; the catheter passess through the luer without resistance. Then the catheter was locked and it was verified that the control hub was not free to move. No other issues were noted to the delivery system. The reported event of stent positioning issue and delivery system difficult to remove could not be confirmed; these failures occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the directions for use (dfu) / product label. It was reported that the handle was rotated as the device was luer locked to the scope. According to the evidence found in the product analysis, the outer sheath was returned kinked, which is evidence that the luer was incorrectly rotated as the dfu states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The complainant reported that the patient experienced bleeding and hematoma. The dfu does note "minor or excessive bleeding requiring intervention", "surgical intervention (endoscopy, transfusion or surgery)" and "improper axios stent placement" in the possible adverse events section. Taking all available information into consideration, the investigation concluded that the reported events and the observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, limited the performance of the device and contributed to reported events. It may be that the physician felt some resistance during the attempted deployment of the second flange in the incorrect position which caused the bleeding and hematoma. The physician may have used excessive force trying to remove the device causing the inner sheath to detach from the delivery system. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was implanted in a transgastric position during a cyst drainage procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. Reportedly, the implantation site was examined with eus doppler prior to deploying the stent. According to the complainant, during the procedure, the second flange was deployed in the scope; however, the physician had trouble releasing the second flange out from the scope. The stent was able to be fully deployed but in the wrong position. Reportedly, it was difficult to remove the delivery system which resulted to shearing and wire hanging out of the delivery system. The stent remained implanted to complete the procedure; however, the stent was removed on a later date. The patient experienced bleeding and hematoma. In the physician's assessment, there was relationship between the stent and the bleeding and hematoma. Reportedly, there were no interventions or treatments done to address the bleeding and hematoma. The patient's condition at the conclusion of the procedure was reported to be stable and the patient was reported to be fully recovered. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additional information received on september 19, 2020: according to the complainant, the inner sheath and tip detached in the scope when the delivery system was removed.